Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® implant 4 x 13mm (oss413) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth # 12 and used for approximately 19.5 years prior to the notification date. The customer has returned a single image of the implant and bridge. It can be confirmed that the implant is fractured at the middle of the threaded region. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the two implants were placed (2) oss413 lot 84202 lot 84201 and one of the implant fractured and is still in patient's mouth and will remove a later date. Customer do not know which lot is the correct lot number for the fractured implant. The reported complaint was confirmed following review of the image provided by the customer. The physical product has not yet been returned. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reported that the patient presented with implant oss413 fractured in tooth site #12. Implant is still implanted.